Event description:
Patient reported "hardness of device and concern with the product". Later patient reported "I can feel boobs going flat a couple of months ago, not normal and concern with the product". Later patient reported "boobs totally flat, almost gone", "rupture with memory loss" and "I've had some head trauma and I've got a lot of medical issues going on right now". This record is for the right side. Later healthcare professional reported "rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.